Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was reviewed, and no anomalies were found related to this complaint. In addition, the mre review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent a breast augmentation primary with a saline mentor smooth round moderate profile 375cc breast implant and experienced deflation on the left side. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.

Manufacturer narrative:
On 4/9/2019, the mentor failure analysis lab received the device for evaluation. On 4/23/2019, additional information was received indicated the patient underwent removal and replacement with saline mentor smooth round high profile 460cc, catalog number 3503460, lot number 7662730, serial number (B)(4) (l) and serial number (B)(4) (r) on (B)(6) 2019. Device evaluation summary: upon receipt by mentor, two devices were returned without fluid. No foreign material was observed within the devices or on the shell surfaces. Mentor product analysis lab discovered a rent measuring approximately 0.1 cm within a crease on the posterior aspect on device a; device b presented creases with no evidence of leakage during the leak test performed. No other anomalies were discovered. The complaint was confirmed since a rupture was found on the device. However, at this point it is not possible to determine the root cause of such damage. There is no evidence that the issue is related with manufacturing. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).